Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the during the load sequence the customer did not see any insulin coming out of the patient line after delivering 28 units. Customer's blood glucose level was 156 mg/dl. The customer was able to load a new cartridge successfully and observed insulin coming out of the patient line.